Event description:
It was reported that the patient underwent a revision of an original construct of l3-s1 to extend up one level to l2. It was reported that the set screw backed out sometime post-op. The patient underwent a revision in which all hardware was removed and a new construct was implanted at t10-l3. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.